Event description:
It was reported that the patient, who is pacemaker dependent, presented to the emergency department with chest pain. It was further reported that there was intermittent t wave oversensing (twos) post pace and that the sensitivity was reprogrammed with diminishing twos. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the patient received inappropriate therapy and the twos was unable to be programmed around resulting in a lead replacement.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage. (B)(4).